Event description:
Edgar states that it will go for a little while maybe 10 minutes and then it will stop. He can shut it off and then it will start up again but it will go really slow. The dealer has replaced the batteries 2x and the chair is still not working properly.